Manufacturer narrative:
The pump in question was returned to mmdg for recall-related calibration and service. During the course of the calibration, it was found that the device was returned in a condition making operation and evaluation impossible. Mmdg is recalling all curlin 6000 and painsmart pumps manufactured between march 18 and november 6, 2015, as well as all curlin 4000 and all curlin 6000 and painsmart pumps that were recalibrated during servicing between march 18 and november 6, 2015. These pumps will be recalibrated at mmdg. Mmdg is also requiring nfr (non-factory recertification) certified customers (including third-party service contractors) to review their recalibration and repair logs since july 1, 2015 to identify all pumps that were recalibrated with potentially mis-calibrated sets. They will be asked to recalibrate those pumps. If nfr-certified customers choose not to recalibrate those pumps, the pumps will need to be returned to mmdg for recalibration. As of the writing of this report, approximately 3.5% of the pumps returned to mmdg for recalibration have been found to perform outside mmdg's established volumetric accuracy threshold. It can thus be assumed that, had the device referenced in this report been operational, it had a 3.5% chance of being far enough out of calibration to warrant reporting to the FDA.

Event description:
During the course of calibration for voluntary recall z-0688-2016, this pump was found to be in a condition making evaluation impossible. Mmdg is unable to determine if the device's volumetric accuracy performance is outside +/- 5%. (B)(4).